Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
The supplemental MDR was submitted on 10/9/2017 with an incorrect value of 09/15/2017. This follow-up MDR is being submitted with a corrected value of 03/20/2017.

Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed an investigation. Failure analysis confirmed the customer reported complaint. There was thermal damage on the monopolar yaw pulley in the form of melting and char marks near the base of the grips. Electrical continuity testing failed; meaning energy/cautery use was not functioning. There was also internal damage somewhere along the conductor wire path. The instrument was disassembled to identify the source of arcing. It was found that the arcing originated from where the conductor wire enters the yaw pulley. Wire strands were visible at the yaw pulley interface due to the wire separating from the hook shank hole within the yaw pulley. Evidence not conclusive, but it appears the potting at the wire to yaw pulley interface broke down slightly, which allowed the wire to work its way out of the hook shank over time. This complaint is being reported due to unintended arcing that occurred on a permanent cautery hook instrument. There was no adverse event since no patient injuries occurred as a result of the arcing event.

Event description:
It was reported that during a da vinci nephrectomy procedure, the customer observed smoke appearing between the handle and functional part of the permanent cautery hook instrument. Additional information obtained on (B)(6) 2015 confirmed that there was no patient harm, adverse outcome or injury to the patient.

Manufacturer narrative:
The initial MDR was submitted on 05/19/2016 with an incorrect value of 04/06/2015. This follow-up MDR is being submitted with a corrected value of 05/03/2016.